Manufacturer narrative:
The reported complaint of the autopulse platform (sn(B)(4)) displayed user advisory (ua) 19 (max applied load exceeded) error message was confirmed during archive data review and load cell characterization testing. The root cause for user advisory (ua) 19 was a defective load cell module. The defective load cell module was likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. However, the load cell characterization test revealed that load cell module 2 exceeds normal parameters. The defective load cell module 2 was replaced to remedy the user advisory (ua) 19 error message. The archive data review showed the occurrence of multiple user advisory (ua) 19 (max applied load exceeded) error messages. Thus confirming the reported complaint. In addition, the archive data revealed multiple occurrences of user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) likely caused by the defective load cell module. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 19 (max applied load exceeded) error message. No patient involvement.